Event description:
It was reported: during treatment of acutely ruptured acomm aneurysm, a scepter xc was placed in right m2 branch and a headway 17 microcatheter was placed into the bilobed aneurysm. Successful delivery of 3 terumo neuro coils was performed with balloon inflation without incident. The fourth coil was attempted to place with repositioning of the coil into the existing coil mass 3-4 times. The physician realized the coil had stretched and decided to take a snare over the headway 17 microcatheter and was able to successfully retrieve the stretched coil out of the patient. The coil was never detached. It had stretched and was still partially in the aneurysm sac upon retrieval. The indwelling coil mass was unaffected by the removal of the stretched coil. No further intervention was required. The patient was admitted to the hospital with subarachnoid hemorrhage (sah); it was pre-existing and not caused by the procedure. They are unable to tell condition / outcome currently and no update on patient condition is available as of report date.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the implant to be stretched and broken at the proximal end. Further inspection found the pusher heater coil kinked. The portion of the implant distal to the break site was found to be partially stuck within the microcatheter. The stretched condition of the implant is consistent with the coil becoming stuck or experiencing friction during repositioning within the target site (i.e., stuck on previously implanted coils or the tip of the microcatheter). The physical evaluation of the device could not identify the conditions or circumstances that led to the heater coil kink, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken implant, but the damage is consistent with the device experiencing forces exceeding the implant's tensile strength. The microcatheter used during the procedure was returned cut at the distal section and flattened at 5cm from the distal tip, which may have caused or contributed to the reported complaint.

Event description:
No additional incident information was received, however the device was returned and evaluated. Please see d10, h3, h6 and h11.